Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 22-may-2019 literature article entitled: ¿retentive cup arthroplasty in selected hip fracture patients¿a prospective series with a minimum 3-year follow-up¿. The study¿s objective was to evaluate the efficacy of the use of retentive cup primary total hip replacement in high-dislocation risk subcapital fracture patients. A review of 354 patients during the years 2008 to 2012, with displaced subcapital fractures was conducted. Of the 354 patients, 87 fulfilled the inclusion criteria and underwent constrained total hip. The models of prostheses used include competitor liner, competitor cup, unspecified depuy femoral head, 85 depuy corail hip system and 2 depuy cemented stem (c-stem), the study identified the following to be implant related adverse outcomes: 2 patients had clinically evident deep vein thrombosis requiring long-term anticoagulation. 72 patients received blood transfusions due to a drop in hemoglobin. 2 patients experienced dislocation, noted to be due to ring displacement. 2 patients experienced joint infection. Of those, one was treated with a girdle stone; the other with a revision of the femoral head. 3 patients developed brooker I heterotopic ossification.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.